Event description:
A healthcare professional reported that, during cataract surgery with intraocular lens implantation, the haptic got stuck in the injector and then the haptic teared slightly. Hence the physician used the back up lens to complete the surgery.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and broken haptic was observed. Iol and broken haptic were returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the intra ocular lens (iol), one haptic is broken/torn and is returned adhered to the blister tray. The product investigation could not identify the root cause for the reported complaint "haptic was stuck in the injector and then teared slightly" as the lens and broken haptic were returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devie (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (greater than 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The product history records confirm that the product met release criteria. / based on the results from the product history record, the products met release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).